Event description:
After the catheterization a proglide was used to close the access point. When the device was attempted to deploy it malfunctioned and would not deploy and was not able to be pulled out of the patient. Customer service for the device was contacted about the issue and with their help the device was ultimately removed from the patient with no harm to the patient.